Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s wife reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose levels was over 600 mg/dl. The customer did not provide details on symptoms related to the high blood glucose level episodes. Customer reported that the air bubbles in the reservoir. Customer also reported that the insulin pump had insulin flow blocked alarm. Customer was reporting a past event. Customer reported that alarm did not occur during fill tubing. Customer reported that event was resolved by changing complete set. Customer¿s wife states that there were multiple soda or champagne size bubbles in the reservoir. Troubleshooting was declined for high blood glucose level and troubleshooting was performed for air bubble anomaly and insulin flow blocked alarm. The device will not be returned for analysis.